Event description:
During the procedure, patient had embolization of his stent. This was a stent the provider trying to advance through the shepherd's crook into the right coronary artery through a guide liner. Stent would not pass and as md (doctor) retrieved the stent through the guide liner, the stent caught on the edge of the proximal stent and came off its balloon. The staff tried to retrieve the wire with a snare, but it was in the coronary artery. After continuing with the procedure, the stent was found in the mid-descending aorta. The staff then attempted to snare the stent in the descending aorta, but despite multiple snares in multiple views, they were unable to capture the stent. The stent then embolized into splenic artery and lodged in the spleen. At this time, the stent was felt to be unretrievable and could not embolize elsewhere.